Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles that the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Event description:
It was reported while using bd nano¿ ultra-fine¿ pen needles that the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
H6: investigation summary customer returned (3) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported a needle clog during priming. The returned samples were examined, and it was observed that all 3 pen needles featured a broken non-patient end (npe) cannula. The broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 3 samples were returned after use, the probable cause of the broken npe cannulas is user error when attaching the pen needles to a pen injector. Pen needle DHR batch 0160115 was reviewed. The batch number was built with pen needle assembly line in dec 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were broken by the user when handling the pen needles.